Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient weight not available from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the monitor of the imaging system would not sync with the imaging system. It was noted that multiple restarts of the imaging system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.